Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he was charging too often. The patient reported that his battery used to last a week and now it was only lasting 3 days. Th patient hadn't recently been reprogrammed or switched to a new group. The patient hadn't recently had the need to increase the parameters. The patient noted that he charged the ins to full. The patient also reported that his pain had returned in the left buttocks. The patient reported that he also took oral medication for pain, so it was hard to determine if it was a sudden or gradual change in symptoms/therapy. No further complications were reported.